Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer received this information on 05/17/2016.. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Investigation of returned device revealed that the tip section was entirely broken off from the catheter and the broken tip was found on the coil of the guidewire used in combination at approx. 5mm from coil tip end. Incidentally this coil of the guidewire was thought to be not our device and was cut intentionally. Microscopic and x-ray observation of the catheter revealed the trace of pulling force toward longitudinal direction at the inner braid breakage end and the tip polymer breakage site. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the tip connecting section of the catheter might be damaged when the advancement of catheter met difficulty after past proximal area of the om so that the push-pull manipulation might be given to the catheter. When the exchanged guidewire was advanced through the catheter, tip section was pushed and pulled toward distal by the inserted guidewire, resulting final breakage of the tip section from shaft and remaining of the separated tip on the guidewire coil, revealing the breakage of catheter on the monitor. IFU describes in the contraindications : do not use this microcatheter in advanced calcified lesion. In the warning : if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) In the malfunctions and adverse effects : separation.

Event description:
Reportedly, caravel microcatheter was used to cross an obtuse marginal, but would not advance past proximal area, then catheter tip appeared to release forward so it was thought the catheter crossed lesion, physician removed the guidewire that was inserted through, and inserted another guidewire, then it was discovered tip had separated from the shaft of catheter and migrated distal. The broken tip was retrieved with the guidewire. Reportedly, there was no impact to patient sequelae.

Manufacturer narrative:
(B)(4)